Manufacturer narrative:
Investigation: actual sample received. One unused unit was received for evaluation. Package was received opened. Sample was visual inspected finding foreign matter in the catheter apparently fat. See pictures attached. DHR for lot number 6271689 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383312 with lot number 6271689 was manufactured on october 6, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During DHR review the qa tech takes (B)(4) samples to visual inspection by (foreign matter), no defect was found in packaging area. All relevant information during the DHR review shown that meet all established manufacturing criteria. Manufacturing review: relatively this product is made 100 % manual, however we have equipment, instrument, process and/or surfaces that could cause the reported defect. Apparently the incident reported could be related with rf equipment. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: we were able to associate this defect to our mfg. Processes. Conclusion: foreign matter found approximately in the half from catheter is not common in our process, however a possible cause could be with rf equipment since that this machine performed the catheter tip. Product within specification? Yes, no. Root cause: die used to performed the catheter tip could be dirty in rf equipment. CAPA determination results a formal corrective action will not be initiated at this time, because it is the first reported complaint in a period of 5 years and no internal rejection has been generated in our process. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the nurse found black foreign matter in a 24g x 0.75 in. Bd saf-t-intima¿ integrated safety catheter system, before use. There was no report of injury or medical intervention.